Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instructions for use (IFU) warnings: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. (B)(4).

Event description:
It was reported a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2017 and lost visualization for a moment and the fluid deficit was 100cc. At this point, the physician did not believe there was a perforation. "The patient was then seen in the emergency room later that day with severe pain. An abdominal x-ray demonstrated free-air consistent with a bowel injury. On laparotomy, a small bowel perforation was identified which was oversewn. The pathology from the uterine biopsy was fibroid and adenomyoma. The patient is currently doing well."